Manufacturer narrative:
D4 - the product code and lot number is unknown, therefore the UDI nubmer could not be provided. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was limited to the information provided by the user facility. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. A cause-and-effect relationship between this complaint and the actual sample cannot be definitely determined based on the available information. The potential for such an event is addressed in the instruction-for-use (IFU) with statements such as the following: "patients for a peripheral intervention should be selected carefully. Operators should bear in mind that complications, including (but not limited to) subacute thrombosis, vessel complication and hemorrhagic complications, may result from peripheral intervention". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actual device not available

Event description:
The user facility reported that there was a thrombotic event and the patient was re-stented at another facility.